Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a past low blood glucose (bg) level of 86 mg/dl resulting in the customer ¿passing out¿. Customer required assistance from husband with consuming carbohydrates, glucose tabs, and receiving a 'shot of sugar' to address bg. Tandem technical support did a full pump system check and verified that pump was operating properly. Recommendation was made to consult with a healthcare provider to discuss diabetes management.